Event description:
Smooth saline breast implants. Thorough blood work done prior to implants. Perfectly healthy. Within moths, night sweats, insomnia, chest and back acne. Diagnosis: severe hypothyroid. Hormones also outside of normal range after having been 100% normal. Spent thousands on testing and medical treatment. Severe candida that is systemic in nature. Pain and stiffness in joints, suspected ra. Food sensitivity that is so severe I have to carry an epi pen. But I have no allergies. Never had food issues prior to implants. Gall bladder has quit functioning. Liver enzyme levels flare outside of normal frequently. No known cause for any of this. Tens of thousands spent on medical care, with another (B)(6) to spend to cover explant and gallbladder removal. Breast implants and other medical devices are destroying women's lives. I thought because I got saline implants, chose the very best surgeon in (B)(6) and because I did very thorough investigation into my health prior to getting implants, I should be safe. I couldn't have been more wrong. Implants have stolen that last 6 years of my life when all I wanted was to look proportional. This type of plastic surgery preys on women's insecurities all for making a big profit.